Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they replaced the battery of the insulin pump and after inserting fresh battery, the insulin pump would turn on then will turn back off and it was a continuous cycle for few minutes now. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the display was flashing. No report of the insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed self test and displacement test. No missing segments / display anomalies were noted. Device received with minor scratched display window and case.